Manufacturer narrative:
Pump unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with minor scratches on lcd window, cracked case at reservoir tube window corners and battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the pump was exposed to water. Customer does not recall any significant events leading to the error. Customer's blood glucose was 188 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.